Event description:
On (B)(6) 2023, this patient underwent endovascular treatment and was implanted with gore® excluder® conformable aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2023, it was reported that the patient had a suspected type I endoleak and is scheduled for reintervention on (B)(6) 2023. No other information was provided.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B4, h6: additional information provided.

Event description:
On (B)(6) 2023, the patient underwent reintervention and a gore® excluder® conformable aortic extender was placed proximally to successfully resolve a proximal type I endoleak. The patient tolerated the procedure. No enlargement of the aneurysm was reported.